Event description:
As reported per the edwards field clinical specialist (fcs), two days post transapical valve deployment, a tee indicated that the patient had moderate to severe central aortic insufficiency (cai), and what looked like a ¿frozen leaflet¿. The patient was taken to the cath lab, to try to move the leaflet, but it was unsuccessful. At that time, no additional intervention was performed. The cai was trivial at the end of the case, as reviewed on echo and angiogram. The valve¿s pre-deployment position was 70:30, and it landed 80:20 aortic. The fcs believed it landed a little higher aortic due to the patient¿s septal bulge. The team was unsure of why the leaflet is not moving. They thought it might have been a native leaflet overhang, even though the valve was higher in the annulus. Additional information revealed that the patient passed away 12 days post procedure. The cause of death, per the physician, was multi-factorial including respiratory failure, renal failure, and stroke. The severe ai is also believed to have contributed to the patient¿s demise.

Manufacturer narrative:
The stroke was reported in MDR 2015691-2014-00530. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central aortic insufficiency (cai) appears to be related to a ¿frozen leaflet¿, however the cause of the frozen leaflet is unknown. As the relationship between of the patient¿s death, central leak, and stroke to the device is not yet confirmed, if additional information is received, an additional report will be sent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.